Manufacturer narrative:
Analysis of the pump identified no anomalies. Eval code-conclusion updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving unknown baclofen 2000mcg/ml for a total dose of 195mcg/day via an implantable pump for intractable spasticity and head/brain injury. It was reported the pump does not seem to be delivering drug to the patient. The reservoir volume does not match what the pump reports the level to be at. There were no known factors that may have caused, contributed, or led to the issue. During the exploratory surgery the healthcare professional aspirated the catheter and found good cerebrospinal fluid (csf) backflow. The healthcare professional (hcp) emptied the pump reservoir and it contained 18ml of baclofen, but the pump said it had 16.8ml in it. The hcp decided to replace the pump with a brand new pump. The pump was replaced with a new manufacturer 8637-40. It was noted at time of report that the issue was resolved, and the patient's status was "alive-no injury." It was noted that the patient was taking oral baclofen. It was noted that surgical intervention occurred as it was believed by the patient's managing hcp that their baclofen pump was not delivering drug. They observed the patient over a three month period, and the reservoir volume did not change when they aspirated it. The patient was seen in (B)(6) 2017 for a refill of 20ml and when they aspirated the reservoir today ((B)(6) 2017) the drug they pulled out did not match what the pump log said was in it. The patient's weight was unknown. It was noted that the pump was rep laced on (B)(6) 2017 and will be returned for analysis. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.